Event description:
The customer reported an error condition of voteouts (non-numeric results) was generated for the white blood cell (wbc) parameter and incomplete results for differentials were obtained for patient samples when using the coulter act diff 2 analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and replaced the sample pump. The fse also found the lyse reagent needed to be primed. The replacement of the sample pump and the primed lyse reagent resolved the wbc (white blood cell) voteouts and incomplete differential results on patient samples. (B)(4).